Manufacturer narrative:
Since the initial report was filed the investigation has concluded. The investigation of the product was not possible. No product was returned for analysis from japan. The data logs were returned and found that the pump operated to specification. The cause of the bleeding that prompted the team to infuse a total of 261 units of blood product to the patient is unknown. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical team in (B)(6) has discarded the impella pump in (B)(6) of 2019 when the patient expired. Clinical details and the pump data logs are being analyzed. Upon completion of the investigation, a final report will be filed.

Event description:
A patient was admitted to the medical facility in (B)(6) after having an acute myocardial infarction at an outlying community hospital. The patient was supported by pcps/ECMO and an intraaortic balloon pump (iabp). Upon admission to the tertiary center the iabp was removed and an impella cp placed for escalated cardiac support. The patient's condition and prognosis were not good, as he had poor liver function and developed multiorgan failure. After 23 days of impella support the patient expired after the family made a decision to not extend measures, and he became a dnr. Months later the medical facility informed the abiomed (B)(6) representatives of a hemorrhage that occurred during the impella support. The team had given the patient extensive blood product infusions. The (B)(6) medical team noted units of 261 erythrocytes, 46 ffp, 160 of platelets, and 55 units of blood.